Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. =

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings: there was one pump reboot observed in the black box history. The battery compartment was cracked at the case seal. There were no stripped threads observed in the compartment. The battery cap was not returned, so a new test cap was able to tighten to the pump. A 24 hour duration test was successfully completed and no power issues were duplicated. There was no evidence of internal moisture or damage to the power circuit when the pump cover was removed. Unrelated to the original complaint, the audio bolus button cover was observed to be torn, but the button was fully responsive to user presses. Also unrelated, the display had a discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump experienced intermittent power and the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.